Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys cea assay (cea) result for a patient sample on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The initial cea result was 1.82 ng/ml and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated with a cea result of 506.70 ng/ml and was considered to be correct. Both results were obtained from the secondary tube. The time of the testing was not provided. There was no allegation of an adverse event. The quality control was acceptable. The cea reagent lot number was 21891000. The expiration date was not provided. Review of the alarm trace could not be assessed as there was no information for the exact time of the event. However, the sample short message was observed. The investigation was unable to find a definitive root cause.